Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure was to treat a calcified superficial femoral artery. The indeflator was attached to a balloon catheter. When negative pressure was applied to the indeflator, air was noticed in the indeflator. The indeflator connections were inspected for leaks and reattached to the balloon catheter. The indeflator would not hold pressure, the handle kept spinning and the dial would not go up. Another indeflator was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As the reported leak was unable to be confirmed during return analysis, it is possible that the device was not fully connected/tightened resulting in the reported leak; however this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.